Manufacturer narrative:
(B)(4). Evaluation, conclusion: unapproved or contraindicated use (aortic neck angulation is greater than 60 degrees); failure to follow instructions (alignment of the contralateral gate with dot on the delivery system check).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of 84mm diameter abdominal aortic aneurysm. The proximal neck diameter is 19.3 mm, distal 24.9 mm and the length is 18.5. The distal aorta diameter is 21.2 mm. It was reported that the physician was unable to cannulate the contralateral gate due to the large size of the aneurysm. The physician attempted to go up and over the flow divider and tried to snag the wire but was unable to do so either. It was also noted that the dot on the delivery system did not match up with the radiopaque marker on the stent graft but that was corrected when it was seen on the screen. Then the contralateral gate opened up at 11 o¿clock position rather than the 9 o¿clock position which cause the cannulation to be difficult. The decision was made to implant an endurant aui on the same side as the bifurcated stent graft followed by a fem-fem bypass. No clinical sequelae were reported and the patient is fine. Review of pre-implant films revealed a proximal neck, which was angulated approximately 80 degrees a-p. The neck diameter was 19mm. The maximum aaa diameter was 7.1cm, and contained thrombus. The iliacs were moderately tortuous bilaterally, with some calcification present. The cause of the cannulation difficulties could not be determined. Images during implant were not provided. It is possible that this was anatomy related, due to the large diameter aaa.